Manufacturer narrative:
Correction on initial report: erroneously reported as 09/19/2019, the corrected date is 11/25/2019.

Event description:
It was reported that during unspecified chemo infusions the staff experienced leaks when mated to spiros connector. The customer stated that it is unknown at this time if the leaksare related to the spiros or the tubing . The event occurred in the inpatient oncology unit .after multiple attemps made to the customer there was no other event details provided at this time. Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "ICU medical oncology kit with spinning spiros c-clip red cap was used in a closed system device along with the bd alaris pump infusion set to administer cyclophosphamide during circle priming, we noticed that there was a leak that occurred where the spiros cap and tubing join we are unsure if this is related to the tubing, or the spiros cap itself this has occurred two times we are unsure if this is related to the ICU medical spiros caps or an issue with the bd alaris pump infusion set FDA safety report ID(s)# (B)(4)."

Manufacturer narrative:
No product will be returned per customer. The customer complaint of tubing leaks when attached to non-bd set could not be confirmed due to the product was not returned for failure investigation. The customer provided a photo of the suspect set packaging pouch and a photo of the non-bd ICU medical oncology kit w/spinning spiros packaging pouch. Patient demographics requested however not provide

Event description:
It was reported that during unspecified chemo infusions the staff experienced leaks when mated to spiros connector. The customer stated that it is unknown at this time if the leaksare related to the spiros or the tubing . The event occurred in the inpatient oncology unit .after multiple attemps made to the customer there was no other event details provided at this time. Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "ICU medical oncology kit with spinning spiros c-clip red cap was used in a closed system device along with the bd alaris pump infusion set to administer cyclophosphamide during circle priming, we noticed that there was a leak that occurred where the spiros cap and tubing join we are unsure if this is related to the tubing, or the spiros cap itself this has occurred two times we are unsure if this is related to the ICU medical spiros caps or an issue with the bd alaris pump infusion set FDA safety report ID(s)#: (B)(4)."